Manufacturer narrative:
This product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received that this right atrial (ra) lead was surgically abandoned and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds, low out of range pacing lead impedance and stored atrial tachy response (atr) episodes due to noise. There was plan to replace this lead at next device's replacement. Additional information indicated that the cause was not determined. This ra lead remains implanted and in service. No adverse patient effects were reported.